Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02607. It was reported a cerebrospinal fluid (csf) leak occurred during an scs implant procedure. Postoperatively, the patient reported experiencing a headache. No intervention was taken and physician was monitoring the patient.